Manufacturer narrative:
Device evaluation: the device was returned and evaluated by a cross functional team on 21 may 2020. During visual examination of the device, the team observed broken fibers and a breach to the outer jacket located 64cm proximal of the strain relief. Historically, the manufacturer has seen this failure occur while the catheter is being manipulated. This manipulation causes the fibers to became damaged. While using the laser with damaged fibers, energy is directed into the outer jacket, causing a breach to the outer jacket.

Event description:
A peripheral atherectomy procedure commenced using a spectranetics turbo elite laser atherectomy catheter device. Although requested, procedure indication is unavailable from the facility. During preparation for use with the turbo elite, the physician reported that the device failed calibration. The physician then saw light leaking out of the device approximately one third from the proximal end of the device. It was reported that the device never entered the body. The physician used another device and the case was completed successfully with no reported patient harm. This event is being reported due to the potential for exposure to manufacture materials and inadvertent laser energy/radiation exposure.